Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel which triggered a lead safety switch. Oversensing of noise was also observed on the rv channel. The physician suspected the rv lead might be fracture however no obvious fracture was seen in the x-ray results. No changes were made to the pacemaker and the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the pacemaker will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced due to normal battery depletion. The rv lead was abandoned due to the pacing impedance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel which triggered a lead safety switch. Oversensing of noise was also observed on the rv channel. The physician suspected the rv lead might be fracture however no obvious fracture was seen in the x-ray results. No changes were made to the pacemaker and the patient will continue to be monitored. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced due to normal battery depletion. The rv lead was abandoned due to the pacing impedance issue. No additional adverse patient effects were reported.